Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported the adhesive from the infusion sets were not sticking to the patient's skin. The caller alleged the infusion sets she had from two different boxes of the same lot were all defective. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.